Event description:
On march 6, 2012 the reporter, the patient's mother, contacted animas to report the pump was not calculating bolus doses correctly. The patient's school nurse reported that she entered a carbohydrate value of 59 grams and a blood glucose reading of 70 mg/dl, and the pump calculated a bolus dose of 30 units. The nurse programmed the pump again with the same date, and the calculated dose was 2.05 units. The patient suffered no symptoms or injury due to the pump issue.

Manufacturer narrative:
No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.